Event description:
Customer states: "the first pt started hemorrhaging when they removed the catheter. Apparently 5 units of blood had to be given. The 2nd pt had a tear in the bladder (no word on whether it was upon insertion or removal and no picture available)."

Manufacturer narrative:
A proper eval cannot be performed due to the products being thrown out following the procedures. Info received to date indicates that two different physicians during two separate procedures have reported to have experienced difficulty with the catheters however, cui personnel have not been able to reach the second physician involved. Stock products were evaluated and no difficulties were noted; within spec. Additional investigation is currently ongoing; as additional info becomes available, it will be forwarded.